Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: brand name: n/a, upn: m365sc3138250, model: sc-3138-25, serial: no information, batch: no information. Brand name: n/a, upn: m365sc3138250, model: sc-3138-25, serial: no information, batch: no information.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure. During the replacement procedure it was discovered that the existing lead extensions were difficult to insert into the new ipg. Impedances were noted on one of the contacts. The lead extensions were explanted and it was noticed after explant that there was damage to both lead extensions and a single deformed contact, which may have caused the inability to screw the lead extensions into the ipg. The patient is doing well post operatively.

Manufacturer narrative:
D6a implant date: 2011, exact date is unknown additional suspect medical device components involved in the event: brand name: n/a upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 315452 brand name: n/a upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: 315676 the ipg was retained by the patient and not returned for analysis; therefore, a technical analysis could not be performed. Lead extension sc-3138-25 serial (B)(6) was received and device analysis revealed that the proximal contact 8 was crushed by the ipg set screw. The deformed contacts resulted in the difficulty inserting the lead into the ipg port. It appears that the lead extension proximal end was not fully inserted into the ipg port when the set screw was tightened. Lead extension sc-3138-25 serial (B)(6) was received and device analysis revealed that the proximal end is bent/fractured between contacts 4 and 5. It appears that the lead got damaged during the proximal end's insertion into the ipg port. The contact deformation resulted in the inability to fully insert the lead proximal contacts into the ipg port. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event the patient needing an ipg replacement procedure. However it was determined that the inability to disconnect the lead extensions from the ipg was due to unintended use error caused or contributed to event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure as the physician wanted to upgrade the device to provide more therapy options and improving charging performance. During the replacement procedure it was discovered that the lead extensions were difficult to insert into the ipg. Impedances were noted on one of the contacts. The lead extensions were explanted and it was noticed after the explant that there was damage to both lead extensions and a single deformed contact, which may have been caused when it was screwed into the ipg. The patient is doing well post operatively. The ipg was not returned for analysis as it was retained by the patient.